Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a gastrectomy procedure the device did not appear to fire on the specimen side. It is unknown how the procedure was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p5864k. Investigation summary: the analysis found that one gst60g cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the left side fully fired, right side partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.